Event description:
The instrument stopped working during a procedure. During eval of the instrument it was found to have a fracture under the shaft heat shrink tubing. No pt injury.

Manufacturer narrative:
New information found during eval, the hub was fractured; fractured site was under the shaft heat shrink tubing. Heat shrink tubing was removed to expose the hub, fracture site inline with the proximal ends of the pivot links, side view of the hub shows the pivot link are bent not straight, this would indicate excessive force being applied to the jaws of the device which caused the hub to fracture. It is also noted that some small hub fragments are missing, it is unk if they were contained under the heat shrink when it was removed. The fragments were noticed to be missing during taking photo's of the hub at high magnification.